Event description:
It was reported that the image processor is not sending the image to the monitor. It was necessary for the user to replace the video set. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).